Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material adhered to the nozzle was confirmed but could not be identified. The root cause of the foreign material remaining in the subject device was unable to be specified. However, a definitive root cause could not be determined. Information on reprocessing: the device was cleaned, disinfected, and sterilized before requesting repair. The customer does not know what the foreign material is or when the foreign material was adhered to the endoscope. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. Water and air were supplied to the air/water nozzle. It is unknown if there were any abnormalities in the accessories used for reprocessing formation on manual cleaning: the accessories used for reprocessing were normal and without issues. The air/water nozzle was wiped or brushed with gauze, brush, or sponge. Liquid was sent to the air/water nozzle. It is unknown if there were any abnormalities in the accessories used for reprocessing. The subject event can be detected and prevented by implementation in accordance with the below instructions for use (IFU): instructions for evis lucera gif/cf/pcf type 260 series, operation manual chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf type 260 series, reprocessing manual chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the switch box, the bending section cover, the control unit, the light/right angulation control knob, the upward/downward angulation control knob, the free-engage knob, the lock engagement lever the scope cover, the plastic distal end cover, the grip, the image guide protector, the universal cord, the protector of universal cord on the control section side, the protector of universal cord on the suction connector side, the suction connector and the scope connector cover were scratched. The control unit, the universal cord, the suction connector, the connecting tube, the objective lens and the light guide lens had discoloration; the electrical connector had discoloration due to water leakage; the suction cylinder was shaved and the paint on suction cylinder was peeled. Due to a pinhole on the channel tube, water tightness was lost; due to a dent on the channel tube, the forceps could not be inserted smoothly; due to wear of the angle wire, the bending angle in up direction did not meet the standard value and due to wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had buckling in the channel around 20 cm from the tip. Brush/forceps were able to pass through but got caught in the channel when inserting the clip. There were no reports of patient harm or impact associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.